Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 14-sep-2023. H.6. Investigation summary: material #: 367364, lot/batch #: 2228795. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for severed tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode severed tubing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set tubing was cut and has been separated. The following information was provided by the initial reporter. The customer stated: the customer reported that the tubing connecting the needle to the np needle was cut and removed. The tubing was broken and the needle was not connected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set tubing was cut and has been separated. The following information was provided by the initial reporter. The customer stated: the customer reported that the tubing connecting the needle to the np needle was cut and removed. The tubing was broken and the needle was not connected.